Event description:
It was reported that md inserted sheath via right femoral artery. After prepping iab, the md began to insert it into the sheath; membrane began to prematurely unwrap as md was advancing it through sheath. As a result, md removed sheath and iab as one unit. Md requested another iab. Refer to medwatch no. 1219856-2007-00194 for second event involving same patient.

Manufacturer narrative:
A follow-up report will be filed if more information becomes available.